Event description:
It was reported to philips that the device displays a "red x" - error code auto test failed to complete / leads off ECG /common leakage current. There was no reported patient involvement.